Manufacturer narrative:
Investigation summary: a sample was not available for investigation of this feedback; however the customer indicates that the piston of the maxzero device remained in the recessed position following disconnection from the male luer component. The connecting product was not returned to assist the investigation. The customer could not confirm the affected lot, however the last lot numbers shipped to the customer was 19056299. Root cause description: DHR for this complaint: pr lot model qty qn/deviation mfg date 358311, 19056299, mz1000 ,(B)(4), (B)(4), none, 17-may-2019. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19056299 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that the maxzero needleless connector was clogged/blocked. The following information was provided by the initial reporter: the maxzero connector could not be drawn out when drawing blood back, and there was air in it, and the rubber plug could not springback.